Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During follow up post paced t-wave oversensing on the ventricular lead was seen. The device was reprogrammed to resolve the issue. The patient is stable.